Event description:
It was reported that the deep brain stimulation (dbs) patient developed a hematoma in the right chest by the implantable pulse generator (ipg) after the stage two implant procedure. The patient had a washout procedure and was placed on antibiotics.